Manufacturer narrative:
Event was reported to have occurred on an unknown date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated for peritonitis with unspecified medication (dose, route and frequency). On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.